Manufacturer narrative:
The coil was returned severely damaged, stretched, and entangled. A good portion of the coil damage is strictly post-procedural in nature due to cleaning and handling, therefore it cannot be determined how much damage occurred to the coil during the procedure. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the damaged edges raised above the surface plane. The locking mechanism has compression, stretching, and indentation damage from the resheathing tool. No manufacturing defects were found. A primary root cause with a possible secondary contributing factor was found to the coils damage and introduction difficulty into the microcatheter. The most likely root cause to the coils damage and introduction difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which produced a portion of the coil damage found and prevented the coil from advancing inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary contributing factor to the coil damage and the introduction difficulty into the microcatheter may have been the selection of a non-compatible 18 series microcatheter that was utilized with a 10 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The codman microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm).¿ the inner lumen of the prowler select plus microcatheter is 0.021¿. In addition without the return of the prowler select plus microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the damages to the device it is plausible that the reported failures occurred during the procedure, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact at the hospital reported that during coil embolization of the internal iliac artery (iia) prior to stent grafting at rt iia the physician experienced a severe resistance when attempting to insert a complaint presidio (pc410073030/c32147) into a microcatheter (prowler select plus/lot unknown). As a result of repeated pulling and pushing several times, the coil was unraveled and then withdrawn. The coil was replaced with a presidio 18, deltamaxx and trufill (all details of devices unknown), which were inserted into the same microcatheter without any friction. The procedure was completed successfully without no further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visual damage was noted on the product prior to the event. At the time of initial contact the product was available for return. No further information is available.